Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection on the insertion site, with symptoms of their body rejecting the system, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed with antibiotics to the user. Per dms, user was not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of their body rejecting the system, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6)2025. The user's hcp was aware of the event and prescribed with antibiotics to the user. Per dms, user was not using the system since (B)(6) 2025.